Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid incomplete bolus alert. The customer's blood glucose level was 569 mg/dl. The suspected cause was unknown. The customer delivered a bolus via the pump.